Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of revision operative notes received. Operative notes state that the patient was revised due to metallosis. During the revision, metallosis, necrotic debris was found. The cup was found well-fixed even with osteolysis around it. Osteolysis was found around proximal femur as well. The stem was well-fixed. A new dual mobility bearing, and a new 28 ceramic head were implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent initial left hip procedure. Further the legal counsel reports that the patient underwent revision surgery due to elevated metal ions, pain, metallosis, and discomfort. Legal documentation further states that the patient suffered additional symptoms such as soreness, dysfunction, and loss of range of motion.